Event description:
It was reported that during a routine device change out procedure, the left ventricular lead was capped and replaced due to loss of capture. The patients condition was good following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.